Manufacturer narrative:
H10: additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this patient with a 3300tfx21mm valve model implanted in the aortic position was considered for valve-in-valve procedure after an implant duration of four (4) years and ten (10) months due to calcific degeneration. A 21mm transcatheter valve was planned to be implanted within the surgical edwards valve.

Manufacturer narrative:
Updated info to sections h6 (investigation findings) and h6 (investigations conclusions). H11: additional manufacturer narrative: the device was not returned to edwards for further investigation, as the valve remained implanted, and no images or medical records were provided. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction related to a manufacturing deficiency. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.

Manufacturer narrative:
Initially, it was reported that this patient with a 3300tfx21mm valve model implanted in the aortic position was considered for valve-in-valve procedure after an implant duration of four (4) years and ten (10) months due to calcific degeneration. However, through investigation it was learned that this valve was explanted after an implant duration of four (4) years and ten (10) months due to endocarditis leading to a large vegetation (2.7 x 1.3cm). Reportedly, there was no valve destruction and subject device performance was intact. Prosthetic device endocarditis is a rare but serious complication of cardiac valve procedures despite improvements in prosthesis types, surgical techniques, and infection control measures. Infection can be categorized as early, intermediate, or late after device implant. Intermediate, or late endocarditis (greater than 60 days post-implant) occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the patients body and is not in any way related to the sterilization or packaging process of the device (common sources of endocarditis include dental, surgical, or endoscopic procedures; IV drug abuse; or recurrent endocarditis). Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.